Event description:
On 2012 (B)(6) crts rep reports possible allergic reaction. The following symptoms were reported: pt reported to caller that he is having itching and raised rash located all over his body. Rash is even into the scalp area. Pt also reported that at times it has been hard to breathe. Caller indicates there is no known accident or incident related to this complaint. Pt stated it started about a month after the system was implanted. What is the patient's status fair. Stim system is working great for him and is not having issues with device. On 2012 (B)(6) e1a email from rep: was an allergy test performed? No. What was the cause of the allergic reaction (e.g. Device, material, drug)? Unknown. How is the patient doing now? The same. Are they receiving effective therapy? Yes.

Manufacturer narrative:
Product ID 39565-65, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ lead, product ID 37754, lot#, serial# (B)(4), implanted: explanted: product typ recharger, product ID 37744, lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).